Event description:
A health care professional reported that during an intraocular lens (iol) implant procedure, once implanted it was found in the capsular bag that the haptic was cracked. The iol was explanted during initial procedure and unspecified lens was successfully implanted without complications. Additional information has been requested.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The product was returned for analysis and damage to the lens was observed. A segment of the iol including one haptic was not returned, therefore damage to the haptic cannot be confirmed. Approximately 1/3 of the lens received in a lens case: a segment of the optic with one haptic only. Solution is dried on the iol. The haptic is adhered to the optic surface in a folded position. A product history record review and a non-conformance review of the reported lot number was conducted. No deviations were identified and all corresponding production release specifications defined in the device master record were met. The returned photo shows what appears to be a segment of the iol in the case base, outside of the designated area. One haptic is visible; however, the condition of the haptic cannot be confirmed due to the quality of the photo. Exact extent of the damage cannot be confirmed based on the returned photo and without the evaluation of the physical product. The root cause for the reported complaint could not be determined. No damage was observed to the returned haptic. A segment of the iol including the other haptic was not returned, therefore damage to the other haptic cannot be confirmed. The product was subject to handling, and the reported damage was highlighted post implantation. In addition to this, all iols undergo 100% cosmetic inspection in accordance with approved manufacturing procedures. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4).